Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in hospice care. The cause of death was kidney failure due to diabetes. The customer was diagnosed with renal failure in 2012, began dialysis in 2013 - three days a week. The caller stated that two to three months prior to passing the customer as placed in hospice care at home. The caller state that the customer had neuropathy, infection which caused toe amputation in 20080, heart disease, and had three strokes. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.